Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant were use errors, which occurred at 11:16am and 11:19am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottles 5 (ethanol) and 14 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Specifically, bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 31 seconds at 11:16am on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 11:17am on (B)(6) 2018 with a user affirming in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100%. The properties of the reagent bottle in 5 prior to this user action were: ethanol concentration = 87.0%, cycles =36, cassettes =5507 and days = 42. In response to event code "16" recorded at 11:18am on (B)(6) 2018, which indicates that the final cassettes processed threshold for xylene had been exceeded and instructed the user to replace the reagent in bottle, bottle 14 (xylene) was not in contact with the corresponding sensor for approximately five (5) seconds at 11:18am on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 11:19am on (B)(6) 2019 with a user affirming in the instrument software that the xylene concentration in bottle 14 was to be set to the default concentration of 100%. The properties of the reagent bottle in 14 prior to this user action were: xylene concentration = 87.1%, cycles = 23, cassettes =3426 and days = 16. Although the user affirmed in the instrument software that the ethanol concentration in bottle 5 (ethanol) and the xylene concentration in bottle 14 was to be set to the default value of 100% at 11:17am and 11:18am respectively on (B)(6) 2018, the actual ethanol and xylene concentration remained unchanged at 87.0% and 87.1% respectively because neither bottle had been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottles 5 (ethanol) and 14 (xylene) was used for the final dehydration and clearing steps respectively of the following protocols: the "winthrop 8 hour" protocol started in retort b at 11:19am on (B)(6) 2019 and the "winthrop 8 hour" protocol started in retort a at 11:19am on (B)(6) 2019, from which sub-optimal tissue processing was identified. As the minimum final reagent concentration required for ethanol is 98%, the quality of tissue processing from each of these protocols would be adversely impacted. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The instrument was found to have functioned as designed during execution of the two (2) protocols from which sub-optimal tissue processing was identified.

Event description:
A leica biosystems representative was advised of a recent instance of poor tissue processing of tissue samples during a telephone conversation in which the complainant was requesting information regarding changing of reagent thresholds on. The complainant advised that assessment of the instrument by the third party organization responsible for service did not identify any instrument issue(s); the quality of tissue processing was satisfactory following reagent replacement and there was no "irretrievable damage to the specimens." On 21 may 2019, a leica senior applications specialist - core histology, east (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss found that both reagent change and final reagent thresholds had been altered; the variance between the ethanol concentration in bottles 4 and 5 measured using a hydrometer and that calculated by the instrument software exceeded the acceptable limits; event code "16" had been displayed immediately prior to replacement of the reagent in bottle 14 (xylene) and the affected processing runs had been executed following replacement of the reagent in bottle 14. The measured ethanol concentration in bottles 4 and 5 was 73.7% and 91% respectively and the calculated concentration was 92% and 97% respectively. The fss replaced the reagent in bottles 4 and 5 with 70% and 80% ethanol respectively; and returned the reagent change and final reagent thresholds to those recommended by the manufacturer. On 21 may 2019, the fss documented that tissue samples from all cases involved in this event were diagnosable. This information was received by leica biosystems (B)(4) on 22 may 2019.